Manufacturer narrative:
Updated fields: b5, d8, h2, h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: grainy image. A root cause could not be identified. Based on the results of the investigation, it is likely that a faulty charged coupled device unit and imager caused the customer's allegation and the reportable issue found during the device evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during a diagnostic unspecified procedure that was completed with an olympus back-up device. There was a procedural delay of less than 30 minutes, with no adverse health consequences or patient impact.

Manufacturer narrative:
E1 - initial reporter establishment name -hospital (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a screen that displayed interference and intermittently dropped to the color chart, as if it were disconnected. It is unknown when the issue was found, and no procedural information has been provided at this time. There were no reports of delays or patient harm.